Event description:
It was reported in a summary article an analysis of the long-term (up to 60 months) results of patients who has a supera stent implanted to treat the femoropopliteal arteries. In post implantation follow-up some patients experienced target lesion revascularization and 10 patients reported had leg amputations. Additional information can be found in the summary article, "long-term results of interwoven stenting in femoropopliteal lesions". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. A conclusive cause for the reported stenosis, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6: date of procedure estimated to (B)(6) 2023. D4: the UDI is not known as the part and lot number were not provided. D6a: implant date estimated to (B)(6) 2023. Literature attachment: article title: "long-term results of interwoven stenting in femoropopliteal lesions".